Event description:
It was reported that the right lead was implanted too deep and ended up in the psoas muscle, causing pain in the hip flexor area after the implantation of the reactiv8 system on (B)(6) 2022. The patient underwent a right lead retraction procedure on (B)(6) 2022, to address the issue. There was no report of patient harm or injury resulting from the revision surgery.

Manufacturer narrative:
Mml complaint reference #: (B)(4).

Manufacturer narrative:
Mml complaint reference #: (B)(4). A review of the post-initial implant procedure images and pre-revision surgery images by the reactiv8 subject matter experts confirmed that the surgeon placed the lead sub-optimally. The surgeon was advised and retrained on the proper placement of the lead. Updated section d6b- the device remains implanted.

Event description:
It was reported that the right lead was implanted too deep and ended up in the psoas muscle, causing pain in the hip flexor area after the implantation of the reactiv8 system on (B)(6) 2022. The patient underwent a right lead retraction procedure on (B)(6), 2022, to address the issue. There was no report of patient harm or injury resulting from the revision surgery.